Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and it was observed that the airway tube was yellow. It was also found that the connector was broken. The returned sample was compared to a device that had been used for 35 cycles and both devices had similar coloration. The area of the broken connector was observed closely and there were some jagged edges found. The jagged edges where it is cracked indicate it was ruptured by force. A device history record review was performed and no relevant findings were identified. Based on the investigation performed, the reported complaint was confirmed. The use of non-compatible detergent or concentrated detergent on the device could possibly have an adverse impact on the sturdiness of the connector.

Event description:
Customer reported the device was broken at the point of connection to the anaesthetic circuit. Issue was discovered prior to use. No patient involvement reported.

Manufacturer narrative:
(B)(4).

Event description:
Customer reported the device was broken at the point of connection to the anaesthetic circuit. Issue was discovered prior to use. No patient involvement reported.